Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas user experienced recurrent nocturnal hypoglycemia with fluctuating blood glucose patterns after device initiation and again after a factory reset, associated with frequent manual dosing behavior such as using lower-than-usual meal announcements and attempts to correct highs with meal entries. Symptoms included episodes of low blood glucose. Outcomes included no hospitalization or medical intervention and completion of troubleshooting and education, with referral for specialized training. Investigation included review of device use history and user-reported behaviors, assessment of algorithm performance through reports, and education on appropriate operation. Investigation of this case revealed no device alarms or malfunctions, and the pattern suggested user-driven dosing inputs and overcorrection contributing to glycemic variability and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.